Event description:
According to the surgeon, the patient began experiencing hip pain 14 years after his cemented primary tha. X-rays revealed what appeared to be loosening of the femoral component. The surgeon elected to remove the femoral component and replace it with a restoration modular stem. He also elected to replace the polyethylene liner at the time of surgery. The acetabular component was well fixed. The revision surgery was uneventful.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.